Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Event description:
The customer's mother reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. Customer reported that the drive support cap appears normal. Customer has been able to clear alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.